Manufacturer narrative:
(B)(4). The actual device was returned to the manufacturer for physical evaluation. Exterior visual inspection showed signs of physical damage, the left front corner of the heater tray was touching the cycler cabinet. The lcd screen did not respond; the failure was caused by the screen was out of calibration. The simulated treatment was performed, completed with scale reading failures. The load cell value and verification was not within tolerance; the failure was traced to the left front corner of the heater tray touching the cycler cabinet. After adjusting the load cell position the load cell value and verification was within tolerance. The system air leak passed. The valve actuation test passed. The voltage check passed. There were no discrepancies encountered in the internal inspection of the cycler. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process.

Event description:
A peritoneal dialysis patient called to report alarms during treatment. Treatment data was reviewed at the time of the call which revealed an overfill. A follow up call was made to the patient's nurse who confirmed that there was no patient injury due to the night drain volume. Drain 0- fill 1- 1900 drain 1-5068 fill 2- 1471. The reported drain volume of 5068 is 253% over the expected drain volume resulting in a reportable device malfunction.